Manufacturer narrative:
Failure analysis results: inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer's blood glucose value was 59 mg/dl at the time of the incident and the current blood glucose level was 130 mg/dl. The customer stated that the blood glucose levels were 134 mg/dl and 62 mg/dl. The customer was advised to treat with food for low blood glucose. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.